Event description:
A malfunction alarm occurred on the pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, successfully resolving the issue. The customer was advised to continue using the pump and to call back if any further malfunction codes recur, which the caller acknowledged and understood.